Manufacturer narrative:
Concomitant product: dtba1d1 ICD implanted: (B)(6) 2015.

Event description:
It was reported that a lead integrity alert triggered on the right ventricular (rv) lead. The sensing integrity counter (sic) was high, thresholds had increased and were variable, and there were intermittent high impedance measurements during the last week. Noise was observed during movement. Revision was attempted, however the vein was occluded and access was not able to be obtained. Detections were turned off and future options are being evaluated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.